Manufacturer narrative:
On 12/11/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initial reporter's number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor siltex round moderate profile 225cc saline breast prosthesis. Deflation of the right breast prosthesis and baker grade I capsular contracture were reported. As a result, the patient underwent unilateral removal and replacement with mentor memorygel breast implant 250cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 2/4/2019, the mentor failure analysis lab has received the device for evaluation. On 2/14/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 220466 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).